Event description:
It was reported that the day after implant of the right ventricular (rv) lead, the patient did not feel well. An echocardiogram was performed which showed a pleural effusion due to lead perforation. The lead was explanted and replaced. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).